Event description:
The suturing device was removed from the package and prepared for patient use. Upon insertion of the device, the surgeon engaged the activation button and the device did not operate. Reported this to the vendor representative and it was felt that there was probably a dead battery. Follow-up reveals that another device was opened and used without incident.